Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened as part of preventive maintenance. Review of the alarm log confirmed the f-66 alarm. The cause of the f-66 alarm was determined to be an inoperative sensor board. No repairs have been performed. If any additional relevant information is received, a follow up MDR will be sent.